Manufacturer narrative:
Patient information is unknown. Date of event is unknown. Additional procodes: gff, gfa, hsz. Device is an instrument and is not implanted/explanted. Reporter email address is unavailable. Reporter is a synths sales consultant. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient underwent oit osteosynthesis on the calf-bone on an unknown date. The bone on the front side was drilled using a drill bit with 3.5mm diameter through a double drill guide. Then, the surgeon tried to drill the bone on the opposite side using a drill bit without using a drill guide and without seeing images. At that time, the direction of drilling was deviated, and the drill bit was inserted into the medullary space without reaching the opposite side of the bone. When the surgeon moved the drill bit, it broke about 3 cm from the tip. The broken piece remained inside the patient. It was later removed, and no broken piece of the drill bit remained inside the patient¿s body. The surgery was delayed within a 30-minute delay. There was no adverse consequence to the patient. This report is for a 2.5mm drill bit/qc/gold/110mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record (DHR) review: part: 310.250; lot: l751563; manufacturing site: bettlach; release to warehouse date: 01. Mar. 2018. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation summary: investigation site: cq zuchwil. Selected flow: 5. Broken. Visual inspection: the drill bit is broken apart without fragmentation at the cross over from the cutting flutes to the shaft, both pieces were sent back for evaluation. The cutting edges are in a good condition. At the shaft of the drill bit are clearly visible stress marks. Dimensional inspection: the core diameter of the flutes cannot be verified as the breakage occurred at the cross over to the shaft. According to the manufacturing documents was this within the specification after the manufacturing process. Checked dimensions with caliper per design drawing: outer shaft diameter at the breakage. Specification 2.5mm 0/-0.03 / measured: 2.48mm = pass . Drawing/specification review: the investigation has shown that the cause of complained malfunction is a post-manufacturing use related damage at the device, therefore no drawing/specification review is needed. Material or hardness review: the review of the sub-component manufacturing documents has shown that with 440a stainless steel the correct material was used. The hardness was checked back then and was between 53.3 and 54.8 hrc, which is within the specification of 52 +3/0 hrc of design drawing. Summary: the complaint is confirmed as the drill bit is broken as complained. This lot of (B)(4) pieces was manufactured in march 2018, all devices are shipped and we are not aware of any other complaint for this article- and lot combination. Based on that and the findings above we exclude a manufacturing related issue. The provided information, direction of drilling was deviated and the surgeon moved the drill bit, let us assume that the breakage was caused by too much lateral stress during use. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.